Manufacturer narrative:
A review of the device serial number history identified no prior similar complaints. The reported failure mode was not confirmed through the investigation performed to date. Therefore, the probable cause could not be determined. The investigation remains ongoing. A CAPA has been initiated to investigate this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report alleging that the infusion pump calibration was off, resulting in infusion delivery faster than the programmed rate. No patient involvement was reported.

Manufacturer narrative:
Additional information was received indicating that the device is currently being used in the field; therefore, the specific flow rate values remain unknown. The probable cause remains undetermined at this time. Reference to complaint#: (B)(4).